Event description:
During greenlight laser vaporization of the prostate, a popping sound from the laser machine was heard and shut down. The laser rep was in the room to reboot the device. Machine did not restart. Case was converted to monopolar resection. Device was also reset by facilities engineering a few days later. Device was brought in for evaluation with third party.